Event description:
According to the reporter, during a liver lobectomy, during vein resection, there was a sense of discomfort when the handle was squeezed and when the return knob was returned. The stapling was found to be successful, so the surgery was continued as is and a new handle was taken out to resolve the issue. No patient injury.

Manufacturer narrative:
Concomitant medical products: egiaushort endogia ultra univ sht stap, (lot# unknown) egiaushort endogia ultra univ sht stap, (lot# p2c0741). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was partially fired. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a liver lobectomy, during vein resection, there was a sense of discomfort when the handle was squeezed and when the return knob was returned. The stapling was found to be successful, so the surgery was continued as is and a new handle was taken out to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that the reload was partially fired and the interlock was engaged. The rear end of the sled was visible at the 0.8cm cut line. Staple pushers were visible at the 0.5cm cut line.